Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 48.2cm was returned for analysis. Internal insulation abrasions were noted at 31.6-31.9 cm, 32.3-32.5 cm, and 32.9-33.1 cm from the distal tip all consistent with friction to another device or feature of the heart. Lead insulation degradation was also noted at 15.7 cm and 15.8 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.